Manufacturer narrative:
No return is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was partially explanted during a device replacement procedure. A new boston scientific defibrillation lead was implanted with the new device. The reason this lead was removed from service was not reported. The form indicated this lead had been implanted for less than one year. No adverse patient effects were reported.